Event description:
As originally reported, during a stone removal procedure, upon opening the package of an ncircle tipless stone extractor, the connection between the handle and the sheath was missing, and the basket cannot be closed. The device did not make patient contact and the procedure was completed using another same type device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the complaint device on (B)(6) 2024, the metal basket handle was kinked/broken under the sheath near the plastic handle.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: (B)(6). E3 - occupation: agent. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is very likely the damage occurred during return shipping/handling.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Discussed the inspection of the returned device with the qe and it is very likely the damage occurred during return shipping/handling. Cancelling this complaint due to no alleged malfunction. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.